Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that he turns on the rondo 3 audio processor in the morning and after a couple of seconds, the hearing sensation started to decrease until he was not able to hear anymore using the device. The user also tried to use his old opus 2 audio processor. However, this did not change the results.

Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the recipient report. Other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
The user reported that he turns on the rondo 3 audio processor in the morning and after a couple of seconds, the hearing sensation started to decrease until he was not able to hear anymore using the device. The user also tried using his old opus 2 audio processor, however, this did not change the results. The user has been re-implanted.